Manufacturer narrative:
Qn#(B)(4). A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "the anesthesiologist adjusted the position of the double-lumen trachea many times, reflecting that the right-sided double-lumen trachea was not suitable for the patient's lung surgery".